Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and a power on self test were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The customer reported issue of not being able to turn on was identified as an f-94 alarm (configuration option settings checksum is not 0). The f-94 alarm was identified during the power on self test. The cause of the condition was a low battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump could not turn on. There was no patient involvement. No additional information is available.